Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 105 caused by a failed motor flex. The failed motor was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105 during biomedical testing. It was reported that there was no pt involvement.